Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was set to infuse a 250 ml bag over 15 minutes but the infusion finished in 10 minutes.